Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a drainage procedure on (B)(6) 2011. According to the complainant, during the procedure after having advanced and withdrawn the guidewire multiple times, the distal tip of the guidewire detached and dropped into the patient's bile duct. The tip was removed from the duodenum with biopsy forceps by the physician. Contrast media was used to confirm that no residual material was left inside of the patient. The procedure was completed with a different guidewire with no patient complications. The patient's condition had been described as good. Additional information 16jan2012: "information received january 16, 2012 indicated that contrast media was used to flush the device fragment from the bile duct to the duodenum."

Manufacturer narrative:
A visual examination of the returned device revealed that the tip section was severely damaged. The tip had detached from the corewire at the flare between the ptfe section and the tip. The diameter of the guidewire was measured and confirmed to be within specifications. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire tip section damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion (stricture). Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint review revealed no other complaints reported for lot number 14336388. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a drainage procedure on (B)(6) 2011. According to the complainant, during the procedure after having advanced and withdrawn the guidewire multiple times, the distal tip of the guidewire detached and dropped into the patient's bile duct. The tip was removed from the duodenum with biopsy forceps by the physician. Contrast media was used to confirm that no residual material was left inside of the patient. The procedure was completed with a different guidewire with no patient complications. The patient's condition had been described as good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.